Event description:
It was reported that the rep found out about revision where there was an infection due to low immune system in a cancer patient. A washout and poly swap were done.

Event description:
It was reported that the rep found out about revision where there was an infection due to low immune system in a cancer patient. A washout and poly swap were done. Additional info from sales rep: awareness date, event date are both (B)(4) 2013.

Manufacturer narrative:
Corrected awareness date and explant date based on additional information. An event regarding infection involving a tibia ps insert was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown tibia ps insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.